Manufacturer narrative:
This s-ICD remains implanted; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the event description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that at the end of the implant procedure this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing due to air bubble entrapment. Device therapy was turned off, pending air regression. Three days later, the device was checked again, and no more air bubble noise was observed after several maneuvers and postures. Therapy was turned on and the patient was dismissed. No adverse patient effects were reported.

Event description:
It was reported that at the end of the implant procedure this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing due to air bubble entrapment. Device therapy was turned off, pending air regression. Three days later, the device was checked again, and no more air bubble noise was observed after several maneuvers and postures. Therapy was turned on and the patient was dismissed. No adverse patient effects were reported.